Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
It was reported that the pump had been implanted too deep, making it difficult to refill. The patient underwent a pump revision surgery to reposition the pump for easier access for her refills. A refill was done along with pocket revision wherein the physician wanted to increase the dose by 5% ¿because the patient was having more trouble at night¿. Drug delivered via the device was baclofen 2,000mcg/ml, 526.6mcg/day. It was later reported that patient had no complaints of withdrawal and reporter had not heard anything negative about revision surgery and accessing refills thereafter.